Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot# 73l1800102. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the trigger was pressed, and the clip did not load, 1 or 2 did load but both fell out at end of the clip. Reloading of clips is jamming on both devices.

Event description:
It was reported that the trigger was pressed, and the clip did not load, 1 or 2 did load but both fell out at end of the clip. Reloading of clips is jamming on both devices.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.